Event description:
It was reported that the asymptomatic patient presented in clinic when high, out of range pacing lead impedance was observed. Additionally, loss of capture and sensing were also noted. The lead was capped and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.